Manufacturer narrative:
The medical center did not return the impella pump or introducer for analysis. Therefore, the root cause of the harm and necessary intervention can not be determined. The failure mode will be monitored and trended.

Event description:
An impella cp was placed via single access for hemodynamic support of a patient suffering from cardiogenic shock and an acute myocardial infarction. The support allowed for the team to perform a multivessel coronary angioplasty. The medical team some weeks later filed a user medwatch pertaining to a vascular injury at the impella cp access site. The field representative had not been aware of the extent of the harm or the need for intervention. The medwatch documented the need for thrombectomy and angioplasty after impella explanted.